Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a coronary diagnostic procedure. The procedure was completed by moving the patient to a different lab and using a different system. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting and diagnostic measures determined that the system software had crashed or experienced a hard disk issue. The fse reloaded the system software. After the software was reloaded, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system would not boot up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.